Event description:
A report was received that the patient had an infection at both incision sites. Symptoms were pus and drainage. The patient was given an intravenous antibiotics. The patient underwent an explant procedure. The patient's infection was resolved and the wounds were healing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection which was not device nor procedure related at both incision sites. The reported infection was secondary to poor wound healing due to a non-device related illness. Symptoms were pus and drainage. The patient was given intravenous antibiotics. The patient underwent an explant procedure. The patient's infection was resolved and the wounds were healing well.